Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unspecified alarms occurred. Reportedly, the customer had received a messaged that indicated the pump button may be stuck; however, this alarm could not be verified. Additionally, after the alarm repeated all night, the pump shutdown. After charging the pump for 1 hour, the pump did not turn back on. Blood glucose level ranged between 145-154 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified due to a different issue identified.